Event description:
It was reported that a small volume infusor underinfused. The reporter stated that drug solution in the device was significantly larger than expected after 8 hours of infusion. This occurred during infusion of 72 ml of fluorouracil and 33 ml of normal saline, a total of 105 ml. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13m069 was manufactured november 18, 2013 ¿ november 19, 2013. The actual device was received for evaluation. Visual inspection and functional flow rate testing of the device did not reveal any abnormalities that could have contributed to the reported condition. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.